Event description:
During the removal of a benign tumor from the patient's femur, the patient sustained a gas embolism.

Manufacturer narrative:
In the beginning of the case, the abc probe was not activating when it was inserted into a 10 mm hole in the patient's femur. The surgeon removed the abc probe and it functioned normally when it was outside of the patient's body. When the surgeon attempted to activate the probe inside the patient's femur again, it had functioned correctly. The anesthesiologist noticed the patient's carbon dioxide level was abnormal. Then, with the use of a stethoscope, it was determined there was air flow in the patient's chest. Next, a transesophageal echocardiography confirmed there was air flow in the patient's heart. The patient's heart and lungs stopped working at this point. The surgeon then performed chest compressions to restore the patient's heart beat and breathing. The patient was extubated on (B)(6). The facility does not believe there was a malfunction of the generator or handpiece. They believe this event resulted from user-error. Also, the facility has decided not to have the devices evaluated. To be consistent and conservative, conmed is filing this adverse event with the f.d.a.